Event description:
It was reported by the patient that when the vns was programmed on, she experienced heart palpitations, which were described as a heart flutter. The patient experienced coughing following the event. The patient felt the adverse events throughout the day and coughed each time she felt stimulation. The patient also reported feeling the heart flutter if she bent over. The patient reported that the coughing and heart flutters resolved completely approximately two weeks later. It was later reported by the patient that she had an appointment with the physician approximately a month after the implant surgery. It was stated that the physician had increased the vns settings and that the patient had tolerated it well without any side effects. The patient also reported that the "tickle in her throat" and cough had gone away. No additional relevant information has been received to date.